Event description:
The information provided to sjm indicated a 23mm trifecta valve was implanted on an unknown date. The patient was admitted on (B)(6) 2012, for shortness of breath and severe aortic regurgitation. Blood cultures were positive and antibiotics were administered for endocarditis of the aortic valve. Despite treatment, he was diagnosed with congestive cardiac failure and placed on end of life care. The patient expired on (B)(6) 2012.

Manufacturer narrative:
The results of this investigation are inconclusive since the valve was not returned for analysis. However, there was no evidence found to suggest there was an intrinsic defect in the valve, as supported by review of the valve's device history record. The cause of the reported endocarditis, aortic regurgitation and congestive cardiac failure remains unknown.